Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of an sapien m3 valve in mitral position where following the index procedure, a paravalvular leak (pvl) graded 1+ was observed at the medial commissure. During screening, the patient was noted to have borderline medial commissure prolapse, with a measured displacement of 1.85 mm and a commissure-to-commissure distance of 41.4 mm. Post-procedure, the pvl progressed to grade 3+. The patient became symptomatic, but no pvl plug was implanted during the index procedure, and no suspected damage to the native anatomy was identified. The patient outcome was reported as stable. The decision was made to go ahead and plug the pvl and the procedure was scheduled for (B)(6)2026.

Manufacturer narrative:
D4- UDI would not fit in field: (B)(4). E1- phone number format not accepted in field: (B)(6) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.